Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during a cryo pulmonary vein isolation procedure to treat atrial fibrillation the crbs polarsheath steerable sheath was selected for use, hemostatic valve leak was observed. The troubleshooting was performed and the sheath was replaced. The procedure was completed successfully. No patient complications were reported. The device is expected to be returned.

Manufacturer narrative:
Crbs polarsheath steerable sheath was evaluated by boston scientific. Visual inspection was performed, a tear was observed in the hemostatic valve of the polarsheath. The device failed leak testing, including pressure decay and aspiration tests, and showed a pressure drop during testing. Disassembly revealed the leak was coming from the proximal end of the hemostatic valve. The tear was likely caused by normal use, with no other defects contributing to the issue.

Event description:
It was reported that during a cryo pulmonary vein isolation (pvi) procedure to treat atrial fibrillation the crbs polarsheath steerable sheath was selected for use, hemostatic valve leak was observed. The troubleshooting was performed and the sheath was replaced. The procedure was completed successfully. No patient complications were reported. The device was returned to bsc for analysis.